Event description:
Reporter alleged obtaining a discrepant blood glucose result of 88 mg/dl on the aviva system compared back to back with a result of 235 mg/dl on the doctor's system when testing was performed less than 10 minutes apart. Reporter indicated that he was experiencing some hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of suspect devicce and replacement product was sent.